Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (port 2 not accepting any battery) could not be confirmed at the bench level; the controller operated as expected during bench testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event that indicated that "port 2 is not accepting any battery a short time after smr upgrade" could not be duplicated at the bench level. There was no indication of a mechanical inability to connect a battery on port 2. A review of the log files indicate that the controller received the smr upgrade on (B)(6) 2016. Data files revealed several communication errors, starting on (B)(6) 2016 (about six weeks after the smr upgrade took place). These communication errors involved (B)(4). The logs also indicated that a series of momentary disconnections took place involving (B)(4).  These momentary disconnections occurred within the proceeding 15 minute interval and indicate that the same power source was disconnected and reconnected. The majority of the communication errors and momentary disconnections occurred on power port 1, rather than power port 2, as suggested in the event details. These batteries mentioned in the log files were not returned to the manufacturer for evaluation. Log file analysis revealed several communication errors and momentary disconnections occurring on power port 1 and power port 2. However, the controller performed as expected; connections to power port 2 were reliable. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors."  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that after software maintenance release (smr) update the controller power port 2 was not accepting any battery. The controller was exchanged with no consequence to the patient.